Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was left in the driveway and someone ran over it. The customer stated that the pump is completely smashed. The customer stated that the screen is cracked, it is partially dislodged and the drive support cap is smashed and the pump is not able to power on. The customer stated that the damage is where the reservoir and battery compartment are located. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.